Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: aneurysm starts across left subclavian and extending up to celiac and sma level. N 1st session 2 proximal tapered zenith alpha (zta-p-40-36-217 & zta-p-38-34-217) along with 1 distal component(zta-d-36-142) has deployed. Distance from left subclavian to celiac = 361.3mm in 2nd session first surgical anastomosis to connect celiac, sma and renals and then another distal component(zta-d-36-142) has deployed. Patient outcome: endoleak is seen across proximal end of last distal component across celiac and sma.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 47-year-old male patient was treated for aortic aneurysm starting from the left subclavian artery - terminating at the celiac artery (cia) and superior mesenteric artery (sma). There is a first procedure at (B)(6) 2023 and a second procedure at (B)(6) 2024. In 1st session two proximal tapered zenith alpha (zta-pt-40-36-217 (complaint device) and zta-pt-38-34-217) along with 1 distal component (zta-d-36-142) was deployed. Distance from left subclavian artery to celiac artery = 361.3mm. Aneurysm was filled from across celiac and its filling retrograde to aneurysm, so the second session was planned. In 2nd session first surgical anastomosis to bypass celiac, sma and renals and then another distal component (zta-d-36-142) was deployed. It was reported, that after the two procedures, the leak still remained. This complaint concerns endoleak at the proximal end of the zta-pt-40-36-217. Review of the device history record gave no indication of the device being produced out of specification. A postoperative cta (computer tomographic angiography) imaging from follow-up dated (B)(6) 2024, was provided and reviewed by the imaging expert. According to the findings in the imaging review ¿although the report referred to the pathology as an aneurysm, it was a dissection with a large false aneurysm, rather than a true aneurysm¿. The imaging reviewer concludes, that the endoleak density was consistent with an endograft lumen source, rather than a type ii source. Delayed washout relative to the aortic lumen was consistent with a pinpoint source, likely a type iiib suture hole endoleak. Moreover, per the imaging review¿ the type iiib leak could be related to the calcium, but a suture hole endoleak is more likely because the hole was small. Suture hole endoleaks stay small, while holes from atheroma friction start small and then enlarge. The enlargement continues until the leak pushes the calcium away from the fabric. These holes are usually large. Only if by chance caught early, are they indistinguishable from a suture hole endoleak¿. Based on the provided information and imaging review, it has not been possible to determine an exact cause of the type iiib endoleak. However, this endoleak could be related to the calcium, but a suture hole endoleak is more likely. There are naturally holes in the graft-material because of the stent sewn on the graft, which has most likely caused the endoleak. Zta device is used for treatment of dissection, which is outside of intended use for this type of device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.